Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the tube was broken. A dimensional test was performed outer diameter of the cannula was measured 6.08 mm this reading was within specification (6.03 +/- 0.20 mm), inner diameter of the cannula was measured 4.06 mm this reading is within specification (4.10 +/- 0.10 mm). It was reported that the tracheostomy tube was found cracked damaged. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: capping or plugging the tube is not recommended because there may not be sufficient airway for the patient to breathe. The tube and accessories are supplied sterile and cannot be adequately resterilized for safe reuse and are intended for single patient use. The tube and accessories are for single use and single patient use only. Attempts to resterilize the tube and accessories may result in product failure and increased risk to the patient. The tube and obturator are for single patient use. Duration should not exceed twenty-nine (29) days. Covidien has not substantiated use of these devices beyond 29 days. Decisions about tracheostomy tube changes should be made by the responsible physician or designate using accepted medical techniques and judgement. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, the tracheostomy tube was found damaged. There was no patient injury.